Event description:
Senseonics was made aware of an incident where user reported redness at the site where the transmitter was placed, first noticed around mid-(B)(6) 2025; therefore, the date the issue occurred was defaulted to (B)(6) 2025. The issue was not related to tegaderm or steri-strips, and according to the user, the condition has remained unchanged. The user's health care provider (hcp) is aware of the event, and the user also consulted a dermatologist who prescribed triamcinolone acetonide. Per the data management system (dms), the user has not been using the system since (B)(6) 2025.

Manufacturer narrative:
The user reported redness at the site where the transmitter was placed, first noticed around mid-(B)(6) 2025; therefore, the date the issue occurred was defaulted to (B)(6) 2025. The issue was not related to tegaderm or steri-strips, and according to the user, the condition has remained unchanged. The user's health care provider (hcp) is aware of the event, and the user also consulted a dermatologist who prescribed triamcinolone acetonide. Per the data management system (dms), the user has not been using the system since (B)(6) 2025.